Event description:
Patient reported experiencing elevated blood glucose levels since (B)(6) 2010. Patient stated his blood glucose level has been up to 400 mg/dl. Patient reported he took correction via the pen. Patient reported on (B)(6) 2010 at 8:00 pm, he had to be driven to the hospital by ambulance. Patient stated he stopped using the infusion device at that time. Patient reported on (B)(6) 2010 he switched to the backup infusion device and his blood glucose level became okay. No normal blood glucose level was provided. No further information is available. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.